Event description:
It was reported that customer experienced repeated occlusion alarms, resulting in the removal of the pump. The customer started pump therapy again on (B)(6)26, however an occlusion alarm occurred on (B)(6)26. Due to on going pump issues, tandem technical support arranged a pump replacement. The customer reverted to an alternate method of insulin therapy.